Event description:
The customer's mother reported via phone call that they had a no delivery alarm on the insulin pump and issues with the infusion set. Customer's mother stated that the pump would not prime and they tried taking out the reservoir and putting it back in. Customer's mother also took the cap off the needle but received an occlusion message. Customer's blood glucose at the time of the incident was unknown. Customer's mother reported that the alarm was resolved by a complete set change. Customer's mother would like to return the set and reservoir for analysis. Customer's mother mentioned that the alarm occurred during manual prime. Customer will be sent a replacement set, reservoir, and return packaging.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.